Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins not working/malfunctioning and turning on off was not determined. The rep will be meeting with the patient next friday.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the patient's device was working he just needed an adjustment in programming to give him more relief to arm and shoulder. Impedances were within normal limits. Pat ient did not make the current rep aware of the turning on and off. Rep ordered patient a recharging belt during the appointment since his had been broken from sometime. Rep said as far as he knows the ins is working fine. Patient was on scheduled therapy program initially where during the night the amplitude would automatically go to 0 then increase during the day. Rep gave him an additional program to use as needed. This information was been confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/ friend regarding a patient with an implantable neurostimulator (ins) for cervical/ neck, complex reg pain syndrome type I and spinal pain. Consumer reported loss of therapy. Consumer stated the ins has completely stopped working. Consumer stated before it stopped working the ins was malfunctioning and was turning on and off, on its own and not doing what it was supposed to do. Could not trouble shoot lack of access to product. Consumer has been having a difficult time trying to get in to see the health care professional (hcp) to look at the implantable neurostimulator (ins). No further patient symptoms or complications were reported in this event.